Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus (B)(4), it was found that the subject device could not detect videoscope evis 160/180 series, and the video connector socket could not lock the endoscope correctly. As a result, the endoscopic image of the subject device was not displayed. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from olympus europa se & co. Kg (oekg), there was the possibility that this phenomenon was attributed to the malfunction of the printed circuit board. If additional information becomes available, this report will be supplemented.